Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and functional testing were performed. Visual inspection revealed a broken door. The cause of the condition could not be determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken door. No additional information is available.